Manufacturer narrative:
(B)(6). The device was returned for an unspecified defect. Reliability engineering evaluated the device and observed that the device trigger/slider was blocked and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from germany that the motor on the small battery drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the device trigger/slider was blocked and jammed. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure. A spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.